Event description:
On (B)(6) 2016, a dentist reported to 3m that approximately 30 patients have required root canal therapy. These patients had crowns made from lava ultimate cad/cam restorative for cerec. No further patient-specific information was made available to 3m. Based on information provided to 3m, a causal relationship between the use of lava ultimate and the reported effects was not able to be established. Other patient and treatment factors may have played a role in the reported outcomes.